Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty procedure, the balloon was allegedly found detached from the catheter upon removing the device from the packaging. There was no damage noted to the packaging. It was further reported that the procedure was performed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vaccess pta catheter was returned for evaluation. A visual inspection of the device found a circumferential break in the outer catheter shaft proximal the balloon. The inner guidewire lumen was noted to be intact. Therefore, the investigation is confirmed for the identified break and unconfirmed for the reported balloon detachment. The investigation is inconclusive for retraction issues as the 7fr introducer sheath was not returned for evaluation. The definitive root cause for the identified break could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Removed patient code 2645, added patient code 2199).

Event description:
It was reported that during preparation for an angioplasty procedure, the balloon was allegedly found detached from the catheter upon removing the device from the packaging. There was no damage noted to the packaging. It was further reported that the procedure was performed with another device. There was no patient contact.